Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the power button was in working condition, but had an as analyzed failure of helium cylinder being blocked at certain height. The fse adjusted the component, and the unit passed all functional and safety tests.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has a stuck power button.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) has a stuck power button. There was no patient involvement.